Event description:
New information received from the facility stated that the isolated undersensing episode occurred when the patient presented to the emergency room during ventricular fibrillation episode. The patient was externally paced causing the undersensing event observed. The device was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited fine ventricular fibrillation with an isolated episode of undersensing. The patient was reported to be in stable condition.